Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the investigation details, there is corrosion and grooves on the driveshaft.

Event description:
It was reported that the collet would not hold pins during testing. There was no pt involvement and no allegation of adverse consequences.